Event description:
The physician states that he started to see hives on patient's knees corresponding to the embolization treatment site after genicular artery embolization (gae) procedures. He has had multiple occurrences over the last couple of months but just reported on two patients last week. The hives reaction was noticed post procedure; one was while the patient was in recovery and for the other one, they got a hold of the physician the following day with hives and rash. The hives subside with benadryl.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. The device history record was reviewed, and no exception documents were found.